Manufacturer narrative:
On january 22, 2021 medela ag indicated that the device originally reported by the distributor was received and during the evaluation it was confirmed by the device log that the pump was not in use on the date of the alleged incident. Additionally, after additional follow up with the distributor they were not able to identify the device involved in the incident; therefore a device evaluation cannot be performed and no further investigation will be conducted.

Manufacturer narrative:
Though the tubing was disposed of by the medical facility, the device was returned to the distributor's technical service center and was analyzed using the test station provided by medela ag (legal manufacturer). The following parameters were checked by the test station: exterior device appearance, battery functioning, battery charging, suction pressure performance, electrical safety, release button function, sound notification function, and fluid level sensor function. All functionalities performed according to the specification. The device will be returned by the distributor to medela ag for evaluation and a follow up report will be filed if new/changed information results from that evaluation. No observed flow of drainage and compression on the patient's heart leads to the assumption that there was a blockage within the drainage line. Blockages can occur due to the natural clotting properties of the blood and, as a result, intensive care nurses apply the "milking" technique in order to move blood into the drainage line. This is not always feasible and did not lead to clearance in this case. The thopaz+ tubing actively controls and clears the pump tubing up to the connector piece and provides acoustic notification in the case of an obstruction. As no alarm was reported, the blood clot likely was located in the chest tube, outside of the controlled thopaz+ tubing.

Event description:
On (B)(6) 2020, a distributor alleged to medela ag that a patient was placed on the thopaz+ chest drainage device after cardiac surgery and, on the following day, (B)(6) 2020, it was identified by ICU staff that there was no drained fluid in the canister, and the patient had significant compression on the heart, although he did not reach a cardiac tamponade. Re-operation was implemented and the cardiac compression was released. The patient recovered.